Event description:
It was reported the powermax elite mdu hand control was sparking and shorted out. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
An evaluation of the device found the mdu power cord connector pins to be bent. The complaint investigation has concluded the cause of the failure to be associated with the physical damage to the power cord connector pins. A review of the device history record was performed which confirmed no inconsistencies

Event description:
No smith & nephew backup device available for the subsequent procedure.